Event description:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) patient result was obtained on the atellica im 1600 analyzer with serial number (B)(6), and the initial result was not reported to the physician(s). The customer performed repeat testing on an alternate analyzer and stated that the repeat result matches the clinical picture and is considered correct. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) patient result was obtained on the atellica im 1600 analyzer with serial number (B)(6). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting, which included checking the acid and base pumps and performing an automatic system check; there were no visible leaks. The pinch valves were checked, and valve 1 was serviced because the tubing was not mounted correctly. The valve was tested successfully. The analyzer was verified, quality control (qc) testing passed, and routine samples were running. Siemens investigated the event and confirmed that qc results were within range before testing, on the day of the event. The local service team performed troubleshooting and identified a malfunctioning pinch valve. Siemens concluded that the potential cause of the falsely elevated thcg result is due to the malfunction of the pinch valve. The customer is operational, and the reported issue was resolved by routine troubleshooting. The analyzer is operating as specified, and no further evaluation is required.